Event description:
A report was received that the patient had difficulty charging her ipg due to the ipg being flipped. High impedances were also noted on the paddle lead. The patient underwent a revision procedure wherein the physician replaced the ipg and explanted the lead extensions. During the revision the lead extensions were removed due to the high impedance contacts. The patient was doing well following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.